Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/14/2026, the patient experienced a sensor failure. After removing the sensor, the patient noticed that the wire was missing and was unsure of its location. Due to redness, swelling, and firmness at the insertion site, the patient suspected that the wire might still be under the skin. No attempt was made to retrieve the wire because it was not visible, and it was unclear whether it remained embedded. On (b)(6) 2026, the patient consulted his physician and underwent both an ultrasound and an X-ray. The X-ray was inconclusive and did not clearly determine whether the sensor wire was present. The ultrasound identified signs of infection but also failed to confirm the presence of the wire. Following the appointment, the patient was discharged and returned home. The duration of the clinic visit is unknown. The patient was prescribed Cefadroxil and continued to take the medication as directed. At present, the patient is okay but has a headache. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).